Manufacturer narrative:
Concomitant medical products: unegiatri - unknown egia tri staple, lot# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during stapling the stomach, the staple line had poor formation and partially fired. The surgeon had to fire the stapler again inside the staple line to resect the incomplete stapled area. The surgeon also experienced poor clamping force and more tissue bleeding than normal. There was a tissue damage and surgical time was extended but the surgeon was unsure if it was more than 30 minutes.